Manufacturer narrative:
The customer reported that they have multiple transmitters (gz's) that are displaying communication loss. No harm or injury was reported. These gz's do not show on the host table as well. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: transmitter: model #: gz-130pa, serial #: (B)(4), device manufacturer data: 05/17/2018, unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that they have multiple transmitters (gz's) that are displaying communication loss. No harm or injury was reported. These gz's do not show on the host table as well.